Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that myocardial infarction and vessel occlusion occurred. In (B)(6) 2014, index procedure was performed. The target lesion was a long lesion located in the mid left anterior descending artery (lad) extending up to proximal lad with 100% stenosis, a length of 40 mm, and a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of 2.75 x 24 mm and 3.00 x 24 mm promus element plus study stents following post dilatation with 0% residual stenosis. During the index procedure, the patient experienced myocardial infarction. Seven days later, the patient was discharged on aspirin and clopidogrel. Fifteen days post index procedure, the patient was diagnosed with acute myocardial infarction, of other anterior wall. Electrocardiogram findings were suggestive of myocardial infarction and the patient was hospitalized on the same day for the further evaluation. A week later, an unknown percentage stenosis noted in the proximal lad which was treated with coronary artery bypass graft. After another week, the event was considered as recovered and the patient was discharged on the same day.